Event description:
Surgeon attempted to remove failed depuy hardware from previous l5 fusion. Used nuvasive universal hardware removal tool to get the old screw out, however the tool itself broke. The broken part of the tool got stuck in the screw making it impossible to get it out ("cold welded"). The patient was not injured but the surgery was aborted to be rescheduled at a later date.